Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that during the surgery, the needle of this complaint product's device was fractured during use. Fortunately, the fractured piece of needle could be removed from the patient's body quickly. Event did not result in a serious injury no adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medtronic received additional information the instrument was not replaced and the hand crank was used to complete the procedure. There was no patient impact associated with this event. Device evaluation summary: the reported power supply issue was verified during service. The field service technician cleaned the instrument, no fluids or blood were found, only dust or normal dirt from use was seen. The field service technician stated that the customer reported that the instrument shut down during surgery. It was found that the instrument generated a power failure, and after a few minutes the batteries were discharged and the equipment shut down and it did not turn on again. The field service technician stated it was possible that the customer had experienced a power outage. The field service technician observed that when the instrument entered into battery mode, the batteries were not charged and they discharged quickly, and the instrument shut down, which damaged two power cards. The issue will be resolved by replacing the pcb pn-r5901505 24v20a cpb, and sin-pwr pn-r5901675 univ. Cpb/lrt. Post-repair testing will be performed per specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.